Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support (cts), it was determined that the customer filled the cartridge with cold insulin. Cts educated the customer on cartridge label. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 66-67 mg/dl.